Manufacturer narrative:
Ninety (90) companion samples were received for evaluation, 89 of lot sr17h14031 and one of lot sr17d21021. Visual inspection on all 90 samples did not identify any abnormalities that could have contributed to the reported condition. 12 random samples were functionally tested by spiking them into an in-house 1000ml solution bag containing reverse osmosis water. The samples were then primed and attached to an in-house continu-flo primary set, which was also spiked into an in-house 1000ml solution bag containing reverse osmosis water. They were then attached to the first y site. The setup was then checked for flow, leaks and air in line. All (12) samples functioned normally with no leaks, separations or air inline noted. All on/off clamps functioned normally with complete shutoff noted. (12) random samples underwent underwater leak testing. All (12) samples passed with no leaks noted. A toxicology test was also performed, which did not reveal any issues that would have caused or contributed to the reported event. A batch review was conducted for both lot sr17h14031 and lot sr17d21021 and there were no deviations found related to this reported condition during the manufacture of either lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced acute hypoxemic respiratory failure at a clinic following the initiation of an intravenous (IV) infusion in which a clearlink secondary medication set was in use. The cause of the event was not reported. The reaction occurred upon starting an infusion of a secondary medication (unspecified) along with normal saline, 100 cc mini-bags (non-baxter). The device set-up included an infusion pump, a primary IV administration set (both non-baxter) and a baxter clearlink secondary medication set. It was reported that this was the first secondary infusion and it was unknown if the secondary set was primed prior to use. It was reported that within minutes of starting the secondary infusion, the patient experienced apprehension, difficulty breathing, an elevation of heart rate, elevated blood pressure and subsequently lost consciousness. The patient was intubated, the condition was stabilized and the patient regained consciousness within 15-20 minutes. After 20 minutes, the patient was extubated. On an unreported date, the patient was transferred from the clinic to a hospital. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.